Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. The pump also had minor scratches on the lcd window, scratches on the reservoir tube window, cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, a stained address and serial number label, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Please see also MFR report number 2032227-2014-63567.

Event description:
Customer reported that she had high blood glucose of 525 mg/dl. Customer stated that the insulin pump is not working correctly. She stated that the insulin pump is not delivering the insulin and she found air bubble in the infusion set and reservoir. Customer also stated that the insulin pump reservoir compartment is crack. It was unable to troubleshoot because customer doesn't have the tubing clamp. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.